Manufacturer narrative:
(B)(4). Evaluation results: one cadd solis vip pump (2120) was returned for investigation in used good. The labels and key pad were intact. A review of the event history log evidenced the following: (B)(6) 2020 7:07:06 pm system fault 44,510 occurred 537,528,196 0 0 0. The investigator ran the pump in user mode. The reported error code 44510 (motor issue) was not replicated. The pump was started, stopped, and power cycled multiple times. The pump run for 1 hour at 141.7 ml/hr without issues. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The error code in the event history log occurred because of a firmware issue. Due to the number of ec44510 entries in the history log, the investigator replaced the board (pwa) on the pump.

Event description:
Information was received indicating that a smiths medical pump was presenting with a red screen and system fault 44510. There were no reported adverse events. Additional information was received indicating that the product problem was observed during testing. There was no patient involvement.

Event description:
Information was received indicating that a smiths medical pump was presenting with a red screen and system fault 44510. There were no reported adverse events.